Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into power using the tandem wall adapter. The customer's blood glucose level was 460 mg/dl. The customer was sent a replacement wall adapter. Reportedly, the replacement usb wall adapter resolved the issue.